Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve valve-in-valve in an indwelling surgical aortic valve, it was noted that 3 separate deployment attempts and subsequent recaptures were performed, as the valve was positioned too high in relation to the target implant depth. On the 4th deployment attempt, following placement of the valve at 5 millimeters (mm) on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc), the valve dislodged to 24 mm on the ncc and 24 mm on the lcc. It was noted that paravalvular leak (pvl) of unspecified severity occurred as a result. Subsequently, a new valve was loaded into a new delivery catheter system (dcs), and the new valve was implanted valve-in-valve into the dislodged valve. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. The severity of the pvl was severe. It was noted that the patient's pre-existing surgical aortic valve with minimal calcification contributed to the dislodgement.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34, product lot/serial number: (B)(6), product: type: 0195-heartvalves, implant date: non-implantable. Product ID: evfxplus-34, product lot/serial number: (B)(6), product type: 0195-heartvalves, implant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve valve-in-valve in an indwelling surgical aortic valve, it was noted that 3 separate deployment attempts and subsequent recaptures were performed, as the valve was positioned too high in relation to the target implant depth. On the 4th deployment attempt, following placement of the valve at 5 millimeters (mm) on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc), the valve dislodged to 24 mm on the ncc and 24 mm on the lcc. It was noted that paravalvular leak (pvl) of unspecified severity occurred as a result. Subsequently, a new valve was loaded into a new delivery catheter system (dcs), and the new valve was implanted valve-in-valve into the dislodged valve.